Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor had change sensor alert and calibration not accepted. Customer¿s blood glucose level was 403 mg/dl which was treated with bolus through the insulin pump the customer declined to troubleshoot for high readings. The sensor will be returned for analysis. The insulin pump, infusion set and reservoir will not be returning.